Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) atypically alarming was confirmed via investigation of the returned mpu. The mpu (serial number: (B)(6) was returned to the european service depot in unremarkable physical condition. When the mpu was connected to power, the battery alarm activated, confirming the reported event. The alkaline aa batteries were exchanged, and the issue resolved. After the replacement, the unit was able to function as intended. The unit passed all functional testing, preventative maintenance was performed, and the unit was returned to the customer. No log files were submitted for review. The reported event was traced to the aa alkaline batteries being depleted; however, the root cause for the batteries becoming depleted was unable to be determined via this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that mobile power unit (mpu) was defective. The mpu was exchanged. There was no impact to pump function or patient support. There was no patient adverse event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.